Manufacturer narrative:
(B)(4).

Event description:
During a case, the pump was running continously for 60 minutes. The physician smelled a burning smell coming from the pump. They used their back-up pump and continued the case with no injury to the patient. The pump was sitting on a towel. A penumbra sales representative instructed the hospital to have the pump on a hard surface.